Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 9.7 cm in diameter saccular abdominal aortic aneurysm was reported with an infra-renal angle of 55 degrees. Proximal aorta was 26 mm in diameter and 34 mm in length. Distal aorta was 12 mm in diameter. Right iliac artery was 16 mm in diameter and the left iliac artery was 23 mm in diameter. The right and left femoral arteries were 12 mm in diameter. The right and left iliac arteries were moderately tortuous. During the index procedure a coda balloon catheter was used and the physician coil embolized the hypogastric artery. One month follow up CT revealed a 5 cm seroma in the right inguinal region and a 4 x 1.8 cm seroma in the left inguinal region. The investigator assessed this event to not be related to the device but to the procedure six month later the physician elected to treat a previously known left iliac artery aneurysm. The investigator indicated that the seromas that were previously reported, had resolved at the time of the secondary procedure. The investigator assessed this to not be related to the study device or to the procedure. Within the same month of the post-secondary procedure the patient presented with a painful bump in the left lower groin area. Through ultrasound, a seroma was identified. 320-370 ml of fluid was drained from the site. The patient was given medication. The patient returned two additional times for drainage from the seroma. The investigator assessed that the event was not related to the study device or to the study procedure. The patient had a culture taken of the left groin wound where the seroma had been drained, revealed a light growth staphylococcus. The patient was given medication. The investigator assessed the event was not related to the device or to the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (wound complications).